Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was manufactured prior to the UDI labeling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4). H3 evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the venous values were drifting on the blood parameter monitor (bpm) and had failed calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the blood parameter monitor (bpm) to lab use only (luo) testing equipment. At startup, there were no observed error codes. There were 14 color chip failures in the erasable electronically programmable read only memory (eeprom) but the hematocrit saturation (hsat) did pass the color chip test that was ran. The pst observed that the housing on the hsat probe had been taped back together.

Manufacturer narrative:
As additional clarifying information, during laboratory analysis, the product surveillance technician (pst) connected the blood parameter monitor (bpm) to lab use only (luo) testing equipment and the monitor was booted into operate mode with a strip of red tape on the cuvette to simulate a stable operating environment. The system was left in this state overnight and the values did not change during this time. The service repair technician (srt) found that the hematocrit saturation (h/sat) probe failed the first color chip failure then passed the second, indicating that the issue was intermittent.